Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that the surgeon reported following (unknown period of time) the implant of this bioprosthetic valve, due to paravalvular leak (pvl) (degree not reported), the valve was explanted. No further adverse patient effects were reported.